Event description:
Complainant alleged that during biomed testing, the device was unable to switch to defib or pacer modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK service department; the customer's report was observed and attributed to a faulty digital board. The digital board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.